Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been working the a manufacturer representative (rep) for a couple months regarding their stimulation and therapy. Caller reported that they were not feeling stimulation in proper location but feeling it in their stomach. Caller was still using catheters. Caller requested rep be contacted with their new doctor information as the rep noted an x-ray may be needed to check lead position. Additional information was received from the manufacturer representative (rep). The patient did experience urinary retention prior to the device and their retention did not worsen as a result of the device/therapy. Catheterization was a standard of care prior to the device. The cause of the stimulation being felt in the stomach was unknown but the most likely cause was that the patient had a fall. When asked what steps were taken to resolve the issue, they reported the patient was being seen in clinic on (B)(6) 2023 by a new provider as their old physician retired. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.